Event description:
Pt was using a machine that involves a form of magnetic therapy. Rptr is concerned that pt will not seek proper medical treatment because of use of this device. Pt was looking for pain relief and began using a sound wave generator/magnetic therapy device. MFR told pt that the device was FDA approved a pain reducer. Rptr states that as part of the therapy, pt faxes blood and saliva samples to the firm and they provide a diagnosis. The co diagnosed pt as having nephritis, botulism and leukemia. Pt was subsequently found to have a brain tumor that was surgically removed. Rptr says that noble research's latest test results indicate that pt is cancer free. Rptr is concerned that people will follow the advice provided by noble research in lieu of seeking proper medical treatment.